Event description:
It was also reported that after the controller exchange, there was a loss of power to the primary controller in use. The controller remains in use.

Manufacturer narrative:
A supplemental report is being submitted for corrections. Description of event problem corrected to include that after the controller exchange, there was a loss of power to the primary controller in use. The controller remains in use. Additional products: d1: heartware ventricular assist system ¿ controller 2.0, d4: model #: 1420, catalog #: 1420, expiration date: 31-dec-2020, serial #: (B)(6), UDI #: (B)(4), d9: no, h3: no, device evaluation anticipated, but not yet begun, h4: mfg date: 12-dec-2019, h5: no, h6: patient ime code(s): e2403, h6: imf code(s): f26, h6: FDA device code(s): a0708, h6: FDA results code(s): c21, h6: FDA conclusion code(s): d16. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: one controller (B)(6) was returned for evaluation. A second controller (B)(6) was not returned for evaluation. A review of the returned controller¿s manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller revealed that the nut of the power port 2 connector was misplaced causing the connector to become loose. A visual inspection under 10x magnification revealed that the thread of the connector was absent of the loctite substance. No evidence of fluid ingress was observed. The loose power port connector did not allow a power source to properly connect to the controller. Review of the event log files pertaining to the second controller revealed a controller power up with associated motor start event logged on (B)(6) 2021 at 00:11:47. Additionally, review of the event log file revealed that, prior to the first power up event, the second controller last had power on (B)(6) 2020, indicating that the power up event likely occurred during the reported controller exchange. As a result, the reported events were confirmed. Based on the available information, the most likely root cause of the reported loss of power event can be attributed to a controller exchange. The most likely root cause of the reported ¿poor mechanical connection in the power port¿ event can be attributed improper assembly. CAPA pr00508470 was opened to investigate loose connectors with controller 2.0. Additional products: controller 2.0 (B)(6). H3: yes. H6: FDA method code(s): b15, b17. H6: FDA results code(s): c19. H6: FDA conclusion code(s): d14. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited poor mechanical connection in the power port. The power port came off of the controller when the patient was changing out the battery. The controller was exchanged. No patient complications have been reported as a result of this event.